Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system underwent a spinal fusion procedure. Purulent discharge was identified at the evoke closed loop stimulator (cls) implant site during the procedure and the evoke scs system was explanted. No signs of infection were observed in the patient¿s laboratory results prior to the spinal fusion procedure. The evoke scs system was confirmed to be functioning as intended prior to the explant. The spinal fusion procedure was unrelated to the evoke scs system.